Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed de novo target lesion was located in the non-calcified and moderately tortuous mid right coronary artery. The lesion was predilated with a 2.5x15cm non bsc balloon catheter. The 3.00x20mm veriflex stent delivery system was advanced, but it was unable to cross the target lesion, and the distal part of the stent became flared. The procedure was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(6). As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).